Event description:
It was reported that, the patient with this pacemaker has been in constant atrial fibrillation (af), exhibiting undersensing and causing in and out of atrial tachy response (atr). Boston scientific technical services (ts) reviewed how many atrs were stored at any one time in the device.